Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08nov2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a failure in the touch panel operation. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 28dec2018. Date of manufacturer: 27dec2018. The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.